Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr and subsequent heart failure appear to be related to the slda. Mr and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to hospital and a second clip intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr), large coaptation gap, and restricted leaflets for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1. On 30may2024, the patient returned for a follow-up transthoracic echocardiogram (tte). A single leaflet device attachment (slda) and recurrent grade 4 mr was observed. The posterior leaflet was detached. The patient also had symptoms of heart failure. Per the physician, the slda was possibly due to tension on the leaflets due to the anatomy. On 12jun2024, a second clip intervention was performed. Two clips were implanted, and the mr was reduced to grade 1-2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.